Event description:
It was reported that the philips intellivue information center ix (piic ix) speaker was not providing audible alarm sounds. The device was in clinical use but no patient or user was harmed at the time the issue was discovered.